Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the prograsp forceps instrument was not responding to controls. Upon inspection, the customer noticed that a metal part had come off the shaft of the instrument prior to removal. The surgeon noted the entire metal part was bent at 90 degrees in relation to the shaft. To remove the instrument, the surgeon used other instruments to better align the instrument back towards it's normal orientation. The surgeon took the port and instrument out slowly. The surgeon was able to remove all black fragments with a delay to the procedure of 30-45 minutes. A back-up instrument was installed. The surgeon reported there were no abnormalities noted with the instrument prior to use or leading up to the incident, nor was there a collision with any other instruments or tools during the procedure. The surgeon indicated that the patient is fine with no problems.

Manufacturer narrative:
The prograsp forceps instrument has not been returned for failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h7, h9, and h11. Device evaluation: the prograsp forceps instrument was received and failure analysis found the instrument to have the main tube broken. The instrument was broken at the distal end. Fragments from the tip of the main tube was missing and was not returned. The main tube was separated from the proximal clevis. The distal tip was returned. Additionally, the instrument was found to have the proximal clevis dislodged. The main tube and proximal clevis was separated. The instrument was found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Have a broken pitch cable at the proximal end. The cable was broken at the clamping pulley. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.